Event description:
Procedure type: adrenalectomy. According to the reporter: the balloon erupted during surgery. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No injury was reported.